Event description:
It was reported to nova biomedical that a consumer received a result of 278 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 109 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. During troubleshooting, the integrity of the test strips was determined to be in range. The consumer was educated on these directions for use at the time of call. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.